Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the top case cracked and chipped by the front left and right bottom corners, cracked and chipped right plunger case, is missing seal (lining) on the bottom case, cracked by the tube holder and has a broken tube holder. Visible contamination outside and inside the device noted as well. Device underwent syringe and syringe plunger sensor testing. The reported customer complaint has been confirmed; check syringe plunger sensor duplicated during self test. Device was noted to have a cracked right plunger case and damage was found on the plunger head; flippers get stuck when plunger lever is actuated. The problem source has been determined to be user interface; this issue is a result of the customer's physical damage to the device and is beyond device repair. No further action will be taken on this issue.

Event description:
Information was received that syringe size mismatched on a smiths medical ambulatory infusion cadd medfusion 4000 pump. No adverse effects reported.